Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The software was reloaded to resolve the reported issue. (B)(4).

Event description:
The hospital reported a message "internal failure system may shut down". There was no report of patient involvement.